Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device. There was no patient involvement, and no harm or injury was reported to philips. The philips field service engineer (fse) inspect the system onsite and confirm that the shutter was not available. Upon functional analysis, the fse checked the logfiles on site and found collimator error resulting the reported problem that beamer was not available. The defective collimator was return to analysis, and it confirmed errors with collimator x-shutter and encoder. To resolve the reported issue, the fse replaced the collimator. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It was reported to philips that the shutters cannot be opened and closed. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.